Event description:
Caller reported a minimum fill notification, but there was no adverse impact to the customer's blood glucose level. Caller initially attempted to load a new cartridge; however, reloading the same cartridge did not resolve the issue even after cleaning the pneumatic tap area as instructed by technical support. Technical support then guided the caller through the process of filling and loading a new cartridge onto the pump using the proper technique, which successfully resolved the issue, allowing the caller to place the pump back in its case and resume insulin delivery.